Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. After installing the battery tester the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes buttons had to press twice, buttons were less responsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had diminished battery life, piece was missing near reservoir, had crack on it. The insulin pump will not be returned for analysis.